Manufacturer narrative:
The service engineer found the power supply to be the root cause of the described issue and replaced it. It was sent in for investigation. The analysis showed that an overheated transistor inside the power supply was the root cause for the stop of ventilation. In this case the airway system will open to allow for spontaneous breathing. This is accompanied by an alarm which is independently working from the power supply. The power supply is ul-listed which means that due to the mounted parts a risk of fire is minimized. By replacing the power supply the problem was solved. The power supply was built in 1997.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed during ventilation.